Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of red burning skin and raw skin while using the mcot universal patch device. The patient sought medical treatment from their doctor and was prescribed hydrocortisone cream. The patient also used over-the-counter neosporin to treat the irritation. The patient confirmed they followed the skin preparation guidelines. The patient did not report any history of skin sensitivity or allergies to adhesives or metals. The patient discontinued device use or took a break in service due to the skin irritation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is pediatric between 1-18 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of red burning skin and raw skin while using the mcot universal patch device. The patient sought medical treatment from their doctor and was prescribed hydrocortisone cream. The patient also used over-the-counter neosporin to treat the irritation. The patient confirmed they followed the skin preparation guidelines. The patient did not report any history of skin sensitivity or allergies to adhesives or metals. The patient discontinued device use or took a break in service due to the skin irritation.